Manufacturer narrative:
The reported malfunction was observed at zoll (B)(6) and was attributed to a system interconnect flex cable that was not properly seated. The system interconnect flex cable were replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift checked by a clinician, the device displayed a "defib fault 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.